Event description:
On (B)(6), 2009, the pt underwent repair of an abdominal aortic aneurysm and iliac artery aneurysms, and was implanted with 11 gore excluder aaa endoprostheses. Preoperatively, the pt underwent coil embolization of both internal iliac arteries and a bare stent was implanted in the external iliac arteries. On (B)(6), 2010, the pt underwent a f/u computed tomography which revealed a type iii endoleak between two of the aortic extender components. On (B)(6), 2010, the pt underwent a reintervention where it was attempted to implant a zenith graft to treat the type iii endoleak; however, the delivery catheter was unable to reach proper position and the device was not implanted. On (B)(6), 2010, the pt was converted to open repair where all devices were explanted and discarded. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l devices: implanted/explanted: pxt261418/06774405, pxc141400/7082338, pxc141200/7135893, pxc141000/7132353, pxl161007/7135543, pxl161007/7135544, pxa280300/7071600, pxa280300/7110727, pxa260300/7116881, pxa260300/7116882.